Event description:
Related manufacturer reference number: 2017865-2022-11901. It was reported that the right ventricular (rv) and right atrial (ra) leads were fractured and exhibited oversensed noise. The rv and ra leads were capped on 18 may 2022. The patient was stable.

Event description:
Related manufacturer reference number: it was reported that the right ventricular (rv) and right atrial (ra) leads were fractured and exhibited over-sensed noise. The patient was asymptomatic. The rv and ra leads were capped on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrections made to b5 as symptoms were previously unreported.